Event description:
It was reported that the user encountered an ¿unable to proceed¿ condition during a supply change, associated with alerts consistent with a stalled motor alarm, and was instructed to remove all supplies, perform a dry run successfully, replace the cartridge, connector, and infusion set, and then resume insulin delivery without interruption to blood glucose control. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed that insulin delivery resumed normally after replacement of all disposable supplies, indicating no persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-supplied component or setup-related and resolved by replacing supplies. The user will monitor and report any changes.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.